Event description:
On 20-jan-2023 ss: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that the click-legs had closed making it impossible to use the infusion set it does not make the click. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing snapped and disconnected at the quick release while the patient was wearing it. Both the site location and the pump was located on patient's abdomen. The infusion set had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing snapped and disconnected at the quick release while the patient was wearing it. Both the site location and the pump was located on patient's abdomen. The infusion set had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.